Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event associated with a seizure and subsequently reported continuous glucose monitor inconsistency, with a fingerstick reading of 265 mg/dl attributed to overcorrection; the device alerted for high/low glucose, and the event was corrected with oral glucose and later a correction for hyperglycemia. Symptoms included no reported symptoms during the event. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear and not attributed to the device, given the user¿s seizure history and confirmation that the seizure was not due to glucose management or device use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury. Additional information: added health effect, clinical code(s) e1205 (hyperglycemia) and e0109 (convulsion/seizure).